Event description:
It was initially reported that the pt had over 300 seizures (per pt mother) the day prior to a corpus callosotomy in 2007. Since that time, his seizures have been under better control. It is unk if this spike was related to vns or the relationship to his pre-vns baseline. The generator had been explanted due to reported end of svc and had been returned to the MFR previously. The reported end of svc condition was duplicated in the product analysis lab and was determined to be the result of normal expected battery depletion and the pulse generator module is operating within designed limits. There were no performance or any other type of adverse conditions found with the pulse generator. Good faith attempts for more info have been unsuccessful to date.